Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that the infusion cannula was unable to connect to trocar during surgery. The product was exchanged and the procedure was completed with no harm to the patient.